Event description:
It was reported to philips that the when the device powered on a co2 waveform was displayed without a filter line being connected. Furthermore when the customer pressed down on the co2 door the waveform went away and there was no apparent debris that could be seen. Although it was noted that the device was available for clinical use, there was no report of patient involvement at the time of the alleged failure. No adverse event involving patient or user was reported.